Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a wound check post-device implant procedure. Upon interrogation, multiple episodes of non-sustained rv oversensing (nsrvo) were noted. Programming changes were made. Patient was stable and will continue to be monitored.